Event description:
It was reported that this inflatable penile prosthesis (ipp) was not performing as expected due to the device would not inflate or deflate. It was also noted that there was very little fluid in the reservoir and pump as well. The ipp was explanted and replaced. There were no patient complications reported.